Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module. The following data was provided: sid (B)(6) magnesium results were 0.88 / 2.13 / 2.21 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by performing extensive troubleshooting, replacing multiple parts, and performing preventative maintenance. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. The architect c16000 erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. The architect system operations manual and architect c16000 system service and support manual provide adequate information regarding the troubleshooting of erratic/discrepant results. Based on all reviewed data, a product deficiency was not identified.